Event description:
Boston scientific crm received information that the patient with this right atrial (rv) lead had an accident on their bicycle in which they went over the handle bars and landed on their device. Subsequently, the device and right ventricular (rv) lead were explanted due to issues which were previously reported. Approximately, two years later this ra lead began to exhibit noise and out of range impedance measurements. The noise had resulted in inappropriate atrial tachycardia response (atr) episodes. There was suspicion of a conductor fracture. The patient is not pacemaker dependent and no patient symptoms were reported. A revision procedure took place and the lead was explanted and replaced. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
At this time, the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Insulation damage was noted at 24.5 cm to 26.8 cm and 32.8 cm to 35.7 cm from the terminal pin. The damage at the location of 24.5- 26.8 cm noted the outer coils at this location were slightly flattened and all of the inner coils were fractured. The outer insulation on both ends were shredded and the edges resembled a saw-tooth appearance. The damage at the location of 32.8 cm to 35.7 cm indicated a long opening with edges that resembled a zipper-like appearance. There was also similar damage on the back side of the insulation as well. Due to location and type of damage, this was most likely due to clavicle first/rib crush.